Event description:
It was reported that the patient presented in hospital after receiving patient notifier for non-sustained ventricular oversensing around april/may. The patient received multiple inappropriate shock therapies in june. The patient was brought to the hospital and the shock therapy was disabled. It was suspected that the capped ventricular lead could be contributing to the oversensing with lead to lead contact. No intervention was reported.

Manufacturer narrative:
New information reported that on july 1, 2015 the lead was capped and another lead was implanted. The patient¿s condition after surgery is stable.